Event description:
The customer reported that after approximately five sealing cycles in a nephrectomy, the jaws of the device would no longer open. The surgery was converted from laparoscopic to open and tissue around the jaws of the device was resected in order to remove the instrument. There was no blood loss, no tissue damage, no extension of operating time and no pt injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.